Manufacturer narrative:
Device not returned.

Event description:
According to the complaint, during a venepuncture (port, venflon), the syringe mounts air instead of blood. The customer reports that the sampling of blood takes a lot of time and several attempts were needed. Several attempts were unsuccessful. The customer reports that air in the sample may cause incorrect measurement results. No reports of death or serious injury were received in relation to this case, but it was reported that new samples had to be drawn. The hospital staff (all departments ) had received training in use of the device 1.5 years ago. The content of the complaint indicated that the staff had used the wrong type of sampler. This was confirmed; the hospital staff used safe pico self-fill instead self pico aspirator, which is not applicable for venous blood sampling. The hospital agreed that this case was caused by a user error.